Event description:
Information received by medtronic indicated customer experienced possible under delivery anomaly. The customer had experienced high blood glucose event value 400 mg/dl. The customer reported harm code including hyperglycemia, nausea, vomiting, diabetic ketoacidosis treated with hospitalization: overnight stay, ems/ambulance. Troubleshooting was performed and pump was in use within 48 hours of reported event. The pump auto mode/smart guard feature was not active at time of high blood glucose event. No further patient complications were reported. The customer will continue using the device and pump will not be returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. "The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The customer was hospitalized for alleged low bgs and possible under delivery anomaly on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0872 inches. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, stained serial number label, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 30-sep-2023 in the pump history file. (B)(6) 2023 09:13:42.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 1.2 bolus amount delivered = (B)(4). (B)(6) 2023 14:32:44.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 1.1 bolus amount delivered = (B)(4). (B)(6) 2023 16:26:22.000 normal bolus delivered bolus programming method = bolus wizard normal bolus amount programmed = 1.1 bolus amount delivered =(B)(4) please see below for the daily total of all insulin delivered on the event date 30-sep-2023 in the pump history file. (B)(6) 2023 00:00:00.000 daily totals daily total collection start time = (B)(6) 2023 00:00:00.000 daily total of all insulin delivered = (B)(4). Dailytotal of basal insulin delivered = (B)(4). Daily total of bolus insulin delivered = (B)(4). There were no auto suspend (12) alarm noted in the pump history file. There were no user suspended alarm noted on the event date 30-sep-2023 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 30-sep-2023 in the pump history file. 09/23/2023 13:02:00.000 alarm alert notification fault number = lost sensor 1 alert (780) 09/23/2023 13:18:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/23/2023 15:20:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/23/2023 15:36:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/23/2023 18:14:51.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 18:49:43.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 19:19:51.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 20:24:51.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 20:59:43.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 21:29:51.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 22:04:47.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 22:34:55.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 23:09:47.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 23:19:00.000 alarmalertnotification faultnumber = sensor error alert (801) 09/23/2023 23:39:56.000 alarmalertnotification fault number = sensor error alert (801) 09/23/2023 23:49:00.000 alarmalertnotification fault number = sensor error alert (801) 09/24/2023 00:14:47.000 alarmalertnotification fault number = sensor error alert (801) 09/24/2023 00:24:00.000 alarmalertnotification fault number = sensor error alert (801) 09/24/2023 04:04:43.000 alarmalertnotification fault number = sensor error alert (801) 09/24/2023 04:34:52.000 alarmalertnotification fault number = sensor error alert (801) 09/24/2023 05:09:43.000 alarmalertnotification fault number = sensor error alert (801) 09/24/2023 05:39:52.000 alarmalertnotification fault number = sensor error alert (801) 09/24/2023 06:14:44.000 alarmalertnotification fault number = sensor error alert (801) 09/24/2023 06:59:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/24/2023 07:15:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/24/2023 07:47:00.000 alarmalertnotification fault number = sensor signal not found alert (796) 09/24/2023 08:39:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/24/2023 08:55:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/24/2023 09:27:00.000 alarmalertnotification fault number = sensor signal not found alert (796) 09/24/2023 17:26:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/24/2023 17:42:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/24/2023 18:14:00.000 alarmalertnotification fault number = sensor signal not found alert (796) 09/26/2023 11:34:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/26/2023 11:59:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/26/2023 12:35:00.000 alarmalertnotification fault number = sensor signal not found alert (796) 09/26/2023 15:16:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/26/2023 15:32:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/26/2023 16:05:00.000 alarmalertnotification fault number = sensor signal not found alert (796) 09/26/2023 18:36:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/26/2023 18:52:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/26/2023 19:24:00.000 alarmalertnotification fault number = sensor signal not found alert (796) 09/28/2023 01:10:59.000 alarmalertnotification fault number = sensor error alert (801) 09/28/2023 02:02:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/28/2023 02:18:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/28/2023 10:28:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/28/2023 10:45:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/28/2023 11:26:00.000 alarmalertnotification fault number = sensor signal not found alert (796) 09/29/2023 00:58:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/29/2023 01:15:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/29/2023 01:47:00.000 alarmalertnotification fault number = sensor signal not found alert (796) 09/29/2023 08:04:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/29/2023 08:14:00.000 alarmalertnotification fault number = lost sensor 1 alert (780) 09/29/2023 08:34:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/29/2023 13:54:00.000 alarmalertnotification faultn umber = lost sensor 1 alert (780) 09/29/2023 14:10:00.000 alarmalertnotification fault number = lost sensor 2 alert (781) 09/29/2023 14:44:00.000 alarmalertnotification fault number = sensor signal not found alert (796) the pump properly connected with the guardian 2 link transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert, sensor error alert or sensor signal not found alert noted during testing. Lost sensor alert (780) not confirmed. Sensor error alert (801) not confirmed. Sensor signal not found alert (796) not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs. Possible under delivery anomaly not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
No malfunction of the insulin pump was found.

Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.